Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements that were still within range at 90 ohms. Noise was also observed on the rv channel with some functional non-capture. A boston scientific technical services consultant noted there has been no unusual impedance spikes. The consultant documented and discussed the clinic reported clinical observations. The lead remains in service and no adverse patient effects were reported.